Event description:
The patient's device was explanted due to infection at the pocket site.

Manufacturer narrative:
The explanted product was discarded by the medical facility and will not be returned for evaluation. A review of sterilization records for the ipg found them to be satisfactory. This is the final report.